Event description:
During case on (B)(6) 2010, a peek interbody cage was inserted into the l-5 area. The implant was lost and not retrievable. The surgeon advised the pt that he tried to retrieve the part but could not. The peek is now attached to and pushing on the left common iliac vein. A permanent stent has been implanted into the left common iliac vein to keep it open so that the blood flow from the heart can work properly.

Manufacturer narrative:
The product remains in the pt.